Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. It was noted the patient received over 120 shocks from the device while it was implanted; although they were unable to view the episodes, it was thought that the shocks were appropriate. When the device was interrogated post explant a code displayed indicating the capacitor charge time had exceeded the limit. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was found that the device had a shortened elective replacement indicator (eri) to end of life (eol) timeframe. Further analysis determined that there were 500 lifetime shocks given by the device. The device's memory was reviewed and numerous shocks and shock attempts were found to have occurred between eri and eol. The 90 day time frame from eri to eol assumes 6 maximum energy shocks. Due to the amount of shocks and shock attempts between eri and eol, the device was determined to have depleted normally.